Event description:
It was reported that there is a constant low level alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. (H6c, h6d, h6e, d10, h3) a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: additional information was received via email. (B5) event date updated. (B3).

Event description:
Additional information was received via email on 4-oct-2022. Event date was updated. Event occurred during preventive maintenance. No patient involvement.